Event description:
Customer reported that there were "signs of fire", while charging their freestyle libre reader. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and a damaged usb port (universal serial bus) was observed. The reader did not turn on with button depression, strip insertion, or usb cable insertion. The customer reported "signs of fire while charging", no signs of fire were observed while charging the returned reader. An extended investigation has also been performed on the returned reader. Visual inspection was performed, and the usb port was observed damaged. A power consumption test was performed, and the results were within specification. The current draw from the returned reader was within specification. The reader¿s usage was unable to be extracted due to the observed usb port damage. The reader's charging cable was not returned so it is unknown if the customer was using an abbott approved cable. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that there were "signs of fire", while charging their freestyle libre reader. There was no report of death, serious injury, or mistreatment associated with this event.